Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient was having skin reaction to product when been using purewick female external catheter since november. The customer asked the patient there has been any changes in the wick and if reported of other patients were having issues. No medical intervention was reported. Per follow up via phone on (B)(6) 2023, patient was being treated with barrier creams for the reaction. Customer had been using the wicks since (B)(6) 2022 without issue and just started experiencing the reaction in the last three weeks when they received the most recent order of wicks. Customer stated patient had given lot information at another time and does not have it currently. Per additional information received on 20jul2023, the patient had replaced 77 catheters that were causing the patient skin issues that all had the same lot.

Event description:
It was reported that the patient was having skin reaction to product when been using purewick female external catheter since november. The customer asked the patient there has been any changes in the wick and if reported of other patients were having issues. No medical intervention was reported. Per follow up via phone on 20july2023, patient was being treated with barrier creams for the reaction. Customer had been using the wicks since (B)(6) 2022 without issue and just started experiencing the reaction in the last three weeks when they received the most recent order of wicks. Customer stated patient had given lot information at another time and does not have it currently. Per additional information received on 20jul2023, the patient had replaced 77 catheters that were causing the patient skin issues that all had the same lot. Per notification from investigator on 05oct2023, during sample evaluation it was found the failed dimensional evaluation.

Manufacturer narrative:
The reported event is inconclusive, as the patient's anatomy is unknown. No visual defects were noted on all returned wicks. All wicks were inspected and found that some of them were shaped irregularly with the gauze not being uniform all the way down the wick. The gauze looked lumpy on a few of the wicks. No foreign matter was observed. A potential root causes include inadequate material selection/materials of construction are not biocompatible/material surface is rough, abrasive or uncomfortable. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿setup: connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the drydoctm vacuum station, connect the canister to the unit and turn the unit on. Please consult the drydoctm vacuum station user guide for further information. Using standard suction tubing, connect the purewicktm female external catheter to the collection canister. Peri-care and placement: perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Removal: to remove the purewicktm female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewicktm female external catheter directly outward. Ensure suction is maintained while removing the purewicktm female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.